Manufacturer narrative:
The cleaning pump of the device was returned to olympus medical systems corp. (Omsc) for evaluation. When omsc attached the cleaning pump of the device to the omsc device and confirmed the work of omsc device, there was abnormality. As result of investigate of the cleaning pump manufacturer, the bearing of the internal motor of the cleaning pump was worn. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause was unknown. Omsc surmised that the reported phenomenon was occurred due to the bearing of the internal motor of the cleaning pump was worn by aging degradation or other.

Event description:
Olympus medical systems corp. (Omsc) was informed that the user was reprocessing the endoscope with the cleaning pump of the device not working (a jet of fluid from the output ports to the lid is not observed during reprocessing.). So it is possible that reprocessing of the endoscopes were insufficient. Other detailed information was not provided. There was no report of patient injury associated with the event.